Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The introducer was returned out of package and does not appear to have been used. The silicone lubricant is still inside the valve and there is no visible blood any where on the valve components. The soft hub is broken in half at the suture loop. The break is located where the sheath tube ends inside the flexible hub.

Event description:
It was reported that when the physician opened the package, the device was broke and was not used. Broke at the introducer.